Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -9.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to glare/haloes. A this resolved the problem. Cause of the event is reported as unknown. Reportedly, patient is happy.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).